Manufacturer narrative:
The reported unintended activation issue was not confirmed during manufacturer evaluation. Upon disassembly the device was observed to be worn and have non-stryker repair components.

Event description:
The cordless driver 2 handpiece was returned to stryker instruments for evaluation due to allegedly running on its own in forward and reverse. The customer was not aware of and did not report any associated procedure, patient involvement or adverse consequences associated with the device.